Event description:
Complaints of severe persistant right hip pain post hip prosthesis. Twenty-eight years dislocation (approximate). 7/2002 hip revision recommended by dr. About two weeks later surgery for left total hip revision of arthroplasty. Pt fell in nursing home 7/2002.